Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor took longer to infuse than expected. The device took 144 hours to infuse, while the expected time was 96 hours. The device was filled 50mg/ml of fluorouracil and 93ml of 0.9% sodium chloride. The total volume was 192ml. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was manufactured june 25, 2014 ¿ june 26, 2014. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing was performed and revealed that the device¿s flow rate was within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.